Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer reported the device had a damaged display. Additional info received from the field service engineer clarified that the display was not functional because of the damage and that the damage was caused by dropping the defibrillator. There was no report of pt involvement.